Event description:
During a pfa procedure, backflow of blood was observed from the guidewire lumen of the catheter going towards guidewire side-port and dropping from the white screwable port on the proximal end of the catheter. The physician described the screwable part as being tightly attached enough so the movement with guidewire was resistant and not loose. This was noted more towards the end of the procedure and without compromising the ablation procedure. The procedure was completed successfully without any patient complications.

Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.